Event description:
It was reported that a surgical intervention was performed due to loosening of the tibia and the stem. The tibia and the stem were replaced.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].